Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a percutaneous vertebroplasty (l4) for treating lumbar spine compression fracture on (B)(6) 2022. At first, cement was applied at l4 left. While cement on the right was being injected, the needle on the left and the left cement became hardened. After troubleshooting did not work, the surgeon enlarged the incision and removed the needle and cut off the sleeve. Afterwards, the surgeon commented that the needle stayed in the lesion longer than supposed to be which allowed the cement to become hardened. Procedure was completed with a thirty-five minute delay. This report is for a sistema de cemento vertecem v+ . Esteril. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluated by MFR and manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.